Event description:
It was reported that a IV set an115 23g 1in bp had a humidified inner package. This occurred on 100 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
H.6. Investigation: 100 samples were returned to sbdm, lot number is 2901023. Visual inspection of returned samples: sbdm conducted visual inspection of complaint samples and there was no humidity in the inner films. Inspection of in house samples: sbdm inspected 25 pcs from lot 2901023, no abnormality was observed. Device history record review: sbdm reviewed the manufacturing record for lot 29010123, no abnormality was observed. From investigations, sbdm checked manufacturing records. 3 sterilization cycle were conducted continuously on 5th & 6th jan. Sbdm indicate there was night work and some of products could not be moved to final product warehouse directly after finishing sterilization. These products were stored in sterilization building during night under 0¿. Thus, sbdm determined moisture is condensed inside of middle film due to temperature difference.

Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a IV set an115 23g 1 in bp had a humidified inner package. This occurred on 100 separate occasions but the date/time and or patient information is unknown.